Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, at the first firing, when the reload was tried to be fired, the handle could not be squeezed. A new reload was used and the procedure was completed without problem. The procedure was completed with another device. No patient injury.